Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that there was presence of pvd. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (lot f1422702) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: very calcified vessel, balloon ruptured at the arteriotomy. Pulled through and manual compression was held for 15 minutes. The patient was not hospitalized. Procedure type: interventional peripheral vessel size: 5-7 mm stick location: below the femoral head.